Event description:
Day shift nurse reported to oncoming nurse during handoff that she noticed the IV line (with tpn running) was leaking. She tightened at the clave which is typically where we see leaks if not screwed on properly. When night shift nurse was doing care about an hour into the shift, he noticed wetness and leaking. I came in to look at the line which was attached to an umbilical venous catheter. I stopped the tpn, unhooked the tubing and flushed just the umbilical catheter at the hub and noticed a pinpoint stream coming from just below the plastic hub in the soft part of the catheter. This patient received 3 peripheral IV attempts, 2 PICC line attempts and then another umbilical venous catheter was placed after defective one removed. One practice that may have contributed to this event is that the day nurse did have a tubing change. Quite often when changing IV tubing per policy, we have to "pinch off" the umbilical catheter while disconnecting and reconnecting tubing so the line does not back up. We bend at the site where leak was noticed. However, I would say this is a common practice and we have not had problems with leaks that I recall in a long time.